Event description:
Healthcare professional reported injecting a patient with 0.75cc of juvederm® volbella¿ xc in the upper and lower eyelids. Approximately 2 months later, the patient received a second injection with 0.25cc of juvederm® volbella¿ xc in the upper and lower eyelids. Approximately 3 months later, the patient was re-examined and had difficulty opening their eyes and had lumps on the upper eyelids. The patient also complained of lumps under the eyes, but they could not be confirmed via palpation. The physician noted this as "foreign body granuloma -like symptoms." The patient was treated with an injection of hyaluronidase in the upper left eyelid. One week later, the patient received a second injection of hyaluronidase in the upper left eyelid. The patient has not returned for a follow-up visit, therefore the status of the event is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03476 (allergan complaint #pr 2490521). This MDR is being submitted second injection of juvederm® volbella¿ xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.2., b.5., b.6., b.7., d.6a., h.6.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "foreign body granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvederm® volbella¿ xc in the upper and lower eyelids. The patient then experienced "foreign body granuloma -like symptoms." Biopsy was not provided.